Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the sequential reducer, short in exhibits slight sign of swear on the surface due to normal use. No other issues were observed. Therefore, the reported condition cannot be confirmed a dimensional inspection was performed and met specification. A functional test was performed by assembling the device with the two returned mating devices. No issues were found during the assembly process. Once assembled, the functional of the retention tabs was checked, when passed, they opened and close correctly. However, no screw was returned to verify the engagement with the implant tulips. The complaint condition was not able to be replicated. The overall complaint was not confirmed as the observed condition of the sequential reducer, short in would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a review of the receiving inspection (ri) for sequential reducer, short in, was conducted identifying that lot number mi135646 was released in one batch. Batch1: lot qty of (B)(4). Units were released on feb 1, 2024, with no discrepancies. Supplier: depuy: micropulse incorporated. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported when using the turndown reducer, it did not catch the tulip threads and just spins.